Event description:
It was reported during percutaneous transluminal coronary angroplasty/stent procedure of a calcified "cx" lesion, the duet stent would not inflate fully. While attempting to retract the stent through the guiding catheter (contrary to IFU) the stent separated from the stent delivery system (sds). The separated stent was removed with a snare and no pt effects were reported.